Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00070 and 3008264254-2017-00069. Product returned. A non-sterile orbit galaxy cmplx xtrasoft coil 3x6 was received coiled inside of a pouch. The hub was inspected and it was found cracked. The delivery tube was found kinked at 18, 30, 38, 46, and 78cm from the proximal end of the hub. The introducer was found unzipped separated of the unit. The support coil, gripper and the embolic coil were found outside of the introducer. The received device was inspected under microscope and the hub was found cracked. The gripper and the embolic coil were inspected and no damages were noted on them. A review of the manufacturing documentation associated with this lot 17376794 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿luer hub - cracked-prior to use¿ was confirmed as the hub was found broken. It could not determined when the damage to the luer hub occurred. The cause of the cracked condition and the damages found on the device was caused by applying excessive force applied on the device as the device had additional damage; kinked hypotube and introducer separated from the received unit which means that the unit was manipulated after it was removed from its original package. Additionally a meeting was held with the pet and additional investigation was performed. Based on the investigation made, it can be concluded that no evidence of failure was found during the manufacturing processes. Different lot suppliers for the hub component were reviewed and during the process no defects related to hub crack were found for both lots. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, procedural factors and handling process may have contributed to the reported failure. Based on the information and the analysis, the reported event of cracked hub was confirmed. The root cause of the failure could not be determined, however procedural factors likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. There is no current safety signal identified related to the reported event(s) based on review(s) of complaint history(ies) for the device.

Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00070 and 3008264254-2017-00069. Additional procode: krd. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a healthcare professional that during a procedure it was noted upon opening the box that the hub of an og complex xtrasoft coil 2.5x5 (640cx2505/lot# 17541017 or 17468450) and an og complex xtrasoft coil 3x6 (640cx0306/17376794) was broken. Reportedly, another og complex xtrasoft coil 2.5x5 (640cx2505/lot 17541017 or 17468450) had resheathing failure. Among the two lots provided for og complex xtrasoft coil 2.5x5 it is unknown which lot had the resheathing failure and which lot had the hub broken. The procedure was completed using other same size coils. There were no adverse events reported. It was initially reported that the complaint product is available for return.